Manufacturer narrative:
(B)(4). Date sent: 3/23/2026. D4: batch # 634c21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired, with the swing tab in the locked position and the knife exposed. The device was tested for functionality with a test reload and achieved its complete firing sequence and the knife returned to home position without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer to instructions for use. The event described could not be confirmed as the device returned without detectable damage and the reload returned fully fired. Device history review: a manufacturing record evaluation was performed for the finished device batch number 634c21, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 2/9/2026 d4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you confirm whether both devices experienced the same type of malfunction? 2. If not, please provide more details about the each device quality issue. Ntlc75:653d57, ntlc75:654c32 3. Did the device start to deploy staples and cut but could not be completed? 4. Were any staples delivered into the tissue at all? 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 6. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? 7. Did the device cut the tissue? 8. If the device cut, was the cut line complete? 9. Was there a patient consequence? If yes, how was the issue addressed? 10. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the devices do not staple. Using another stapler to complete the procedure. No patient consequences were reported.